Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 1 was failed and was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility- (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) advised the customer to perform a hard reboot during the call, which resolved the issue. The customer provided permission to close the ticket, and the case was closed. The system functioned as intended after the technical support specialist investigated the issue.